Event description:
The patient connector was not connected with the titanium adapter well when the customer the titanium adapter would not connect properly to a transfer set. A second transfer set was attempted, but this set would also not connect properly. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.